Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. As the device failed during evaluation, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This is an ancillary service event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. A review of the service history was performed and revealed that previous servicing of the device did not cause or contribute to the reported failure. An internal/external inspection was performed with no abnormalities noted. Pneumatic system testing was performed and all pressures were found to be correct and stable. Temperature verification testing was performed and the device was found to be within specification. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. The piston foam was removed and inspection found that the piston foam was deteriorated and the door piston was cracked. Upon conclusion of the investigation, the cause of the failure was due to the deteriorated piston foam and the cracked door piston. The piston foam and cracked door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.